Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the extraction of the right ventricular (rv) lead the right atrial (ra) lead was also explanted and replaced because the two leads had grown together. No patient complications have been reported as a result of this event.